Manufacturer narrative:
The device is available for evaluation; however, the device has not been received for evaluation. A follow up MDR will be filed if the device is received.

Event description:
Received information stating customer's fill estimate was inaccurate. Reportedly, customer's blood glucose level was impacted.